Manufacturer narrative:
The system was analyzed on site and it was found that the rotor motion control was replaced and this solved the issue. The motion control was returned and when testing this component with a known functional system, the collimator issue reappeared. The motion control was found to be the cause of the initial complaint. The motion control box was also returned but no faults were found on this component. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when starting the 3d scan, there was a noise in the gantry and the scan did not start. After rebooting, the scan was working. It was reported that the pendant showed "collimator error" and docking position was not possible. There was no patient present when this issue was identified.